Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage onto adhesive. No further information available.